Event description:
The customer reported that during patient use, air leaked from the cuff or the pilot balloon. The tracheostomy tube was removed, and the pt was re-cannulated.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.